Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: contacted the account for additional information; it was stated that they are going to keep the device that broke. The device only broke into to pieces. The piece of the device that was left in the patient was retrieved. The procedure was completed with the trocars that were already inserted in the patient. There was no patient consequence.

Event description:
Emergency call transferred from cq. Or/rn stated they are in the middle of a procedure and the device broke while inserting the aspirator. They requested the radiopacity of the device. Csa informed caller that per the package insert for the device, the device is radiolucent. Caller also stated they had difficulties inserting other instruments through device earlier in the case. It is unknown how the procedure was completed or whether there are any adverse patient consequences.